Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented due to acute myocardial infarction. A 3.50mm x 15mm nc emerge® balloon catheter was advanced to pre-dilate the lesion. Initially, the balloon was inflated at 14 atmospheres. However during the second inflation at the same pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a 3.5mmx15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.